Manufacturer narrative:
(B)(6). Investigation summary: in response to the event reported, a device history review was conducted for lot number 1020855. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that blood leaked from the bd intima-ii" closed IV catheter system needle handle after the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was hospitalized in our hospital after prostate holmium laser enucleation. On (B)(6) 2020, the nursing staff gave the patient an infusion of a closed vein indwelling needle according to the doctor's advice. After checking the indwelling needle, the puncture was performed, and the needle core was withdrawn after the puncture was completed. When preparing to fix the indwelling needle, it was found that there was blood exudation at the needle place, but no rupture (gap) was found. The head nurse came to clean the needle place and observed for more than 10 seconds. After explaining to the patient, the indwelling needle was pulled out, and the indwelling needle was re-injected successfully and fixed." "After the puncture is completed, withdraw the needle core. When preparing to fix the indwelling needle, it was found that there was blood oozing from the needle handle. No rupture (a gap) is seen, the head nurse came to take care of the wiped needles. After observing for more than 10 seconds, there was still blood oozing out. After explaining the communication to the patient, pull out the indwelling needle, re-administer the puncture smoothly and fix the indwelling needle."